Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drops would not exit during the fill tubing process. The customer reported that they were using a used reservoir. Blood glucose level at the time of the incident was 200 mg/dl. The customer reported being unable to see the source of the leak. The customer's daughter confirmed that the issue was resolved and the customer declined to continue troubleshooting. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.